Manufacturer narrative:
Additional narrative: a review of manufacturing records and complaints database did not identify any anomalies. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.

Event description:
Early failure of an lcs tkjr. Primary procedure (B)(6) 2008, tibial tray revised (B)(6) 2009 and insert replaced. X-ray showed collapse of the medical tibial plateau which lead to the revision and he experienced a loss of function and pain associated with this. The tibial tray was revised using a sz 4 mbt revision tibial tray, tibial fluted stem 16mm x 75mm and 5mm lateral and 10mm medial tibial augments and the rp insert was replaced to a lg 12.5mm. Primary implants ((B)(6) 2008): lcs complete duofix femoral ha coated right lrg ref: 129407060, lot: 2498854. Depuy mbt tibial tray cemented 5 ref: 129431150, lot: 2530130. Lcs complete rp insert sz lg 10mm ref: 129405610, lot: b79d34000. Lcs complete all poly patella ref: 129409560, lot: 2388040. Implants revised on (B)(6) 2009: depuy mbt tibial tray cemented 5 ref: 129431150, lot: 2530130. Lcs complete rp insert sz lg 10mm ref: 129405610, lot: b79d34000.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).